Event description:
It was reported that during an unk procedure the device would not fire, they used a second device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Eval summary- the analysis results found that the device was returned in good visual condition and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/2 fired. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. The mfg records were reviewed and no anomalies were found during the mfg process. Additional information on cartridges: results/conclusion: wedge band bypass.